Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have stopped treatment due to their dentist recommendation. They were informed that they should of never started treatment. Their teeth started to feel loose. At check in patient marked true to excessive bleeding, inflammation, sensitivity, not fitting, loose and crown. This is a contraindicate patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.